Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging sticking test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis. The test strips involved with this complaint failed testing. Test strips were stuck together due to not being cut properly during slitting and vialing. In addition a secondary issue was noted, the test strips were found to have been redirected by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to include information that was not submitted in the previous supplemental. A tertiary issue was also noted when the test strips were tested. The test strips were found to have been overlabelled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.